Event description:
The rv lead dislodged causing double counting and leading to inappropriate shocking. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Device interrogated (B)(6) 2023 and additional records of oversensing with inappropriate shocks were found. Doctor ordered chest x-ray. He believes lead is pulled back near annulus. Lead still remains implanted at this time. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.